Event description:
Customer cited high readings (374mg/dl) when compared to a laboatory comparison (211mg/dl). When the alleged results were plotted onto a clarke error grid, they fell into the "c" zone which is considered clinically significant. There was no report of death or serious injury. Medical intervention was not required.